Manufacturer narrative:
The device was not returned to mmdg for evaluation of the free flow complaint. Based on the complaint information provided, mmdg is unable to determine if the pump did free flow, or if the patient actually went without medication. The initial reporter was unable to say when the medication bag was hung, how long it had been in use, or if the pump was ever stopped and resumed and if that was done correctly. Mmdg did also follow up and attempt to obtain the pump serial number and again request that the pump be returned. Mmdg was advised at this time that the initial reporter did not have the pump serial number and that "her boss forbade her" from returning the pump to mmdg. Because of this mmdg is unable to complete any kind of investigation.

Event description:
The initial reporter stated that the pump was alarming down occlusion and that the medication reservoir was empty before the infusion was supposed to be complete. The initial reporter also stated that there was a nurse in the patients home and that she was also on the way to deliver a new medication container. The initial reporter called mmdg again 17 minutes later and stated that the patient had passed away. An mmdg clinician reviewed the pump programming at that time with the initial reporter, and it was correct. She was unable to say when the medication bag was hung or if the pump had alarmed anything else during the infusion. She stated that the entire bag was delivered but they did not know in what amount of time. They were unable to provide any additional information surrounding the event. (B)(4).